Event description:
It was reported by service report that the customer alleged that the cot would stick when going down. Allegedly the patient dropped to the ground when cot did not lock into place. There was reported patient involvement however it is unknown if there were adverse consequences to report.